Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer replaced the electrodes and sipper nozzle. The calibration and qc were okay. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 results for one patient sample with a cobas 8000 ise module. The initial na result was 124 mmol/l. The repeated result was 137 mmol/l. The initial k result was 4.4 mmol/l. The repeated result was 5.1 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.